Event description:
Healthcare professional reported capsular contracture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture with unknown baker grade.

Manufacturer narrative:
Device photo analysis results: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Crease fold observed on the device. Observed 40 mm dark patch edge material inside gel device.

Event description:
Baker grade iii was reported by physician.